Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, it was not possible to further identify the material lodged in the nozzle. There was no report of any damage or deformity to the nozzle. Furthermore, it was reported that the user performed reprocessing within compliance of the instructions for use. Therefore, a further cause of the suggested phenomenon could not be presumed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the nozzle of the colonovideoscope was clogged. The issue was found during reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The material was unknown. The report is being submitted due to foreign material in the nozzle found during evaluation.